Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed this device received operating software v8.00.02 during the manufacturing process. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout error alarms which were reproduced at power up which did not clear. The cause was determined to be a software anomaly in v8.00.02. The device was processed to clear the sharp watchdog timeout error through reprogramming of the processor pcb and installation of software v8.00.03. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog timeout error. There was no known patient injury or medical intervention associated with this event. No additional information is available.